Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device could not be repaired due to the cost and age of the device. The device will be replaced. The device will not be returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.